Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the ezio needle protection cap has come loose in closed packaging. We received further notifications of other needles on which the protective cap had already been manually reattached without opening the packaging. The errors were all detected during a stock check. The needles are handed out individually. The problem was detected in the module bag of the fr backpack as well as in the storage cabinet. No one was injured.